Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported "during the setup of the operating cart for laparoscopic procedure, the instrument nurse found an abnormality on the instrument in use: the insulating cover of the coagulating and dissecting electrode showed obvious signs of damage. In particular, the insulation was visibly deteriorated, no longer smooth nor uniform, as if it had partially melted and detached, starting from the upper end and descending toward the lower part of the electrode., the device has been removed from the operating room. There is no information that the event caused a harm or serious injury to patient, user or third.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the investigation of the returned product, the following was found: the customer's complaint: "the insulating cover of the coagulating and dissecting electrode showed obvious signs of damage. In particular, the insulation was visibly deteriorated, no longer smooth nor uniform, as if it had partially melted and detached, starting from the upper end and descending toward the lower part of the electrode" can be confirmed. It was determined that the shrink connection of the insulation had come loose and could be moved on the shaft (with force). When removing the insulation, considerable residues were found under the insulation, some of which had migrated under the insulation. Most probably the insulation contracted due to an excessively hot electrode tip and thus detached from the rest of the shaft. The end of the product life is largely determined by wear, reprocessing processes, the chemicals used and any damage resulting from use. The item was produced in 2021 it can be concluded that the device has undergone many reprocessing cycles and applications. Thus the damage is caused due to normal wear and tear. The corresponding instructions for use 26775ue_en_v47.2_03-2023_ri_ce states in chapter 8 visual inspection that the product must be checked for damage and to discard any items that appear damaged. This event is filed under internal complaint ID (B)(4).